Event description:
It was reported that during a aortic-iliiac stenting procedure, a stent "folded". Angiogram was performed, and the distal abdominal aorta, common iliac arteries and external iliac arteries were totally occluded and moderately calcified and non tortuous. Both femoral arteries also showed "reduced flow." Two unknown guide wires were inserted through each groin to the suprarenal aorta segment. Two epic stents were deployed in a kissing technique; one 10mmx98mm on a 120cm catheter and one 10mmx98mm on a 75mm catheter from the level of the infrarenal aorta to both external iliac arteries. The stent going to the right side was successful with good flow restored. However, the 10mmx98mm stent on the 120cm catheter on the left side "folded in on itself in the middle segment of the stent." No resistance was felt and the stent did not move from it's initial landing position. 4 additional epic stents were implanted, 2 on the right side and 2 on the left side. The left side did not regain flow, but the guide wire position was lost, so no further intervention occurred. The follow up CT scan revealed the stent to be "twisted" against the other stent on the left side. The left side was recommended for further intervention at a later date via either angioplasty of surgery. The patient status is reported as "stable." This product is only ous approved but is similar to and approved us device.

Manufacturer narrative:
Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).